Event description:
It was reported the subject device presented image darkness in all the scope. The issue occurred during set up (inspection for use), before patient in room. There were no reports of patient harm.

Manufacturer narrative:
E1: facility address shortened from "(B)(6)." Due to restriction on characters allowed. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, reasonably known information suggests probable causes such as material issues: deterioration. Thermal problems: overheating. Mechanical problems: stress, wear. Electrical problems: signal loss, component problems. These can occur between components such as boards, panels, power supplies and fans, etc without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.